Event description:
According to the available information, this complaint concerns a 61-year-old man with multimorbidity who developed hypopharyngeal stenosis after chemoradiotherapy for hypopharyngeal and esophageal cancer and underwent total pharyngolaryngectomy with free jejunal transfer. After one year, a voice prosthesis was placed which led to the development of an esophago-vertebral fistula with vertebral osteomyelitis. Conservative treatments including antibiotic administration and cessation of oral intake failed, and surgical debridement and pectoralis major myocutaneous (pmmc) flap reconstruction were performed. The esophago-vertebral fistula was repaired using the flap's skin island and the debrided vertebral bone defect was filled with its muscular portion. Following an uneventful postoperative course, the patient resumed oral intake 17 days later. At the 14-month follow-up, no fistula recurrence or osteomyelitis was detected.